Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: half of the clear plastic piece on the distal end of the visiport obturator broke off when the camera was put down the shaft prior to inserting in the pt. Used another visiport-11mm. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.